Manufacturer narrative:
An event of heart block, low blood pressure/hypotension, and myocardial infarction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the patient had a myocardial infarction (mi) after the initial deployment of the device. St elevation was present, the blood pressure was dropped, and the patient had a third degree heart block. Therefore, the device was removed from the patient, and st elevation and heart block were resolved. The patient was discharged the day after the procedure. Per case details, the physician believes the cause of st elevation and heart block was the combination of the rca disease and stress of anesthesia. Based of the information reviewed, the cause of the reported incident appears to be due to procedural conditions. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. Patient arrived with normal sinus rhythm (nsr) with frequent premature atrial contractions (pac's). The patient was intubated prior to procedure and was under general anesthesia. During procedure, heparin was administrated. After the initial deployment of the device, the patient had a myocardial infarction (mi). St elevation was present, and the blood pressure dropped. Patient also had a third degree heart block. There was no signs of air embolization. The physician believes the cause of st elevation and heart block was the combination of the rca disease and stress of anesthesia. So the physician decided to remove the device to see if there was any change in status. The amulet was recaptured and removed from the patient. The patient was extubated and sent to catheterization lab urgently and performed a left heart catheterization. St elevation and heart block were resolved, but severe ostial right coronary artery (rca) lesion was discovered. The lesion was not caused by the procedure and device. The drug-eluting stents (des) were placed for severe ostial right coronary artery (rca) lesion. The patient was discharged the day after the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. Patient arrived with normal sinus rhythm (nsr) with frequent premature atrial contractions (pac's). The patient was intubated prior to procedure. During procedure, heparin was administrated and patient was on general anesthesia . After the initial deployment of the device, patient had a myocardial infarction (mi). St elevation was present, and the blood pressure dropped. Patient had a third degree heart block. There was no signs of air embolization. The physician believes the cause of st elevation and heart block was the combination of the rca disease and stress of anesthesia. So the physician decided to remove the device to see if there was any chance in status. The amulet was recaptured and removed from the patient. The patient was extubated and sent to catheterization lab urgently and performed a left heart catheterization. St elevation and heart block were resolved, but severe ostial right coronary artery (rca) lesion was discovered. The lesion was not caused by the procedure and device. The drug-eluting stents (des) were placed for severe ostial right coronary artery (rca) lesion. The patient was discharged the day after the procedure.